Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the non-detachment was not determined. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime bare coil was selected for finishing. After advancing the coil into the aneurysm, multiple attempts at detachment were unsuccessful. The coil was withdrawn, but detachment occurred during retrieval. The entire coil was then removed from the patient's body, and a new medtronic coil was used instead to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing stent-assisted coil embolization surgery for treatment of an unruptured, saccular, middle cerebral artery aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The physician did not attempt to detach the coil with the instant detacher or another instant detacher. There were no issues with the instant detacher. Two manual attempts at detachment via hypotube were made.

Manufacturer narrative:
H2/h3: product analysis as found condition (condition of returned device): an axium prime device was returned for analysis within a shipping box and within a sealed biohazard pouch. The axium prime coil device was returned without the introducer sheath. Visual inspection/damage location details: upon inspection the axium prime pushwire was found to be broken at break indicator and bent at ~99.2cm from broken proximal end. This is indicative manual detachment attempts were made. The coin was found to be pulled back and not against the lumen stop. The shield coil was found to be stretched with the implant coil already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was unable to be confirmed as the pusher was returned with the implant coil already detached. The possible cause for the non-detachment is the bends found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.